Event description:
Thermachoice balloon would not inflate properly. Balloon appears to be sticking together x2. 3rd thermachoice balloon was opened and worked properly. Defective ones (2) placed in red bag to be picked up by rep.